Event description:
The user facility reported that while assembling the arteriotomy locator with the sheath, it was discovered that the marriage between the locator and the sheath was incomplete. The customer stated that there was "no click" felt. While attempting to introduce the arteriotomy locator and sheath assembly into the patient vessel the locator became dislodged and continued to dislodge upon several attempts. A second angio-seal was opened and used without any complications. No blood loss was reported. The procedure performed was a vessel embolization. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).